Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient stopped charging the ipg as recommended. The ipg was deemed inoperable. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Manufacturer narrative:
(B)(4). The directions for use states that the if the patient does not recharge the battery within the aforementioned 2 to 18 month time frame after the loss of stimulation, the ipg may lose its ability to be recharged. If the ipg cannot be recharged, the implant will need to be replaced.